Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was due to patient condition related with patient having difficulty for access traversing innominate to ascending aorta. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 2.5 device for mechanical circulatory support. The impella 2.5 was prepped and placed onto a wire, but it continuously tracked into the descending aorta and would not navigate into the ascending aorta. After further attempts with viperslide to facilitate delivery, the device still failed to track into the ascending aorta, and the decision was made to abort the insertion attempts. The patient's mitral valve had growth impeding into ventricular septal wall causing sepsis and cold body temperature. The patient was removed from cardiopulmonary bypass (cpb), but expired in the operating room.